Manufacturer narrative:
(B)(4). 3004753838-2026-117009 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Data analysis was entered on 3/24/2026. The allegation was confirmed via data as a signal loss equal to or under one hour. No injury or medical intervention was reported. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No serious or prolonged patient harm or medical intervention was reported.